Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula crimped events on (B)(6) 2024 and (B)(6) 2024. The event occurred within three or hours of insertion. The insertion site was abdomen. The infusion set was in use for one day. The patient takes multiple daily injection (mdi) and replaced the infusion set and resumed insulin deliveries successfully. No further information was available.